Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose unknown mg/dl. The customer stated insulin is "squirting out" during the manual prime process and receive an a33 alarm. The troubleshooting was performed. The customer stated that the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube window and cracked reservoir tube.